Event description:
It was reported that the device failed the volume test. There was no patient involvement, event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found no damage. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The most probable cause is user error. The service history review identified no indication that the complaint was related to a service of the device within the review period.